Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported that the t2 implant failed to deploy. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.